Event description:
It was reported by the clinician that the sheath and dilator were placed into the patient femorally in the emergency department by a resident. The patient was then taken to the intensive care unit to recover when the dilator fell out of the sheath, which had been left in the patient causing the patient to bleed. As a result, the patient received three units of blood.

Manufacturer narrative:
Sample will not be returned for evaluation.